Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 424 mg/dl. Customer treated their blood glucose with manual injections and with the insulin pump. It was also found the customer felt dizzy and blacked out from their blood glucose in a previous event. Troubleshooting did not find any issues with the insulin pump. Customer also reported the insulin pump passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer's current blood glucose was 192 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.